Event description:
Resident was being transported in chair when right rear wheel fell off chair tilted and resident fell to floor. Red area noted to head. Resident complained of right shoulder pain. Maintenance inspected chair weldment around wheel broke.